Event description:
The handpiece became hot and burned the patient lip. Ointment was applied to the burn.

Manufacturer narrative:
Head is damaged due to dent at back end cap. Bearing and gears are worn. Gritty in drive assembly. Shaft and axle have heavy debris. Maintenance information was reviewed with the office and maintenance sheets were sent.